Manufacturer narrative:
Investigation summary: patient was reported to be asymptomatic with initial lumiradx sars-cov-2 ag test performed on (B)(6) 2021 with strip lot 6000154 and instrument number 30874-20-48-17584. A secondary test was performed on a rapid result ag test platform of another manufacturer's make and model with a new collected sample. The result of this secondary testing was negative. Sampling for initial lumiradx sars-cov-2 ag was self-collected by the patient via aspen surgical swab. The customer reported the following process for testing on the lumiradx platform: "patient self collects the sample and places the swab in the buffer vial. Testing staff then prepare the sample and perform the test immediately. Samples are labeled with patient information." The customer reported their cleaning practices to be "alcohol wipes to clean the instrument in between each sample", and further reported that gloves are changed after each sample. Lot 6000154 met all defined qc criteria at the time it was released and testing using negative nasal swabs from in-house donors meets expected performance for use in the field. Review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in a severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event. Trending data for discordant results was reviewed for this lot and the occurrence rate per quantity of strips in the field was calculated as (B)(4). Lumiradx sars-cov-2 ag test product insert claims a specificity of 96.6% with a reference rt-pcr assay and it is accepted that up to 3.4% of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. This strip lot continues to demonstrate field performance within specification of product claims relative to the quantity of strips from this lot in the field. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 6 of 6. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual asymptomatic patient.